Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed loss of capture with automatic capture programmed on. The heart rate of this patient was 30 beats per minute with high pacing thresholds noted. A revision took place and this lead was surgically abandoned. No additional adverse patient effects were reported.